Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal)/stent graft leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. (B)(4). Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right vertebral artery. A 3.50x26mm rx graftmaster covered stent was attempted to be advanced but failed to cross due to anatomy. The lesion was then dilated with a 2.5x15mm unspecified balloon and the device was reinserted but still failed to cross due to anatomy. There was an exchange of wires and a wiggle wire was used. The lesion was then dilated with a 3.0mm unspecified balloon and the device was able to cross successfully. The covered stent was deployed at 14 atmospheres, but the perforation was not sealed as there was a small region of extravasation of contrast noted. The stent was then post-dilated with a 4.0x15mm unspecified balloon with multiple inflations up to 14 atmospheres. Repeat angiography showed the stent widely patent and no extravasation. There were no reported adverse patient sequelae. No additional information has been provided.